Manufacturer narrative:
A heartsine service representative performed evaluation of the customer¿s device and was able to verify the reported issue. Upon receipt of sam 350p the technician also observed that the device could not be powered on via the on/off button. This was attributed to severe corrosion on the j12 connector on the membrane pcb which had resulted in the damage to the on/off line (track 13), leading to the inability to power on. Therefore, no audio prompts to be heard by the user as per reported fault. The severity of corrosion observed on the device screws, membrane tail, and membrane pcba would indicate device was stored outside the indicated conditions. The customer's device shall be scrapped and replaced.

Event description:
The customer contacted heartsine to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.